Manufacturer narrative:
D10 concomitant products: trieeaxl28xt - cir stplr trieeaxl28xt blk ext, lot# p3j0939. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an exploratory laparotomy colon resection, in colon resection when creating the anastomosis with the circular stapler, the surgeon was unsure if the device had initially fired. However, the stapler and anvil remained attached to the colon/rectum and would not release. The surgeon attempted to open the stapler to remove it, but it remained stuck. To resolve the issue, the surgeon closed the stapler and fired it again to release the tissue. A second stapler was utilized to create a successful anastomosis that was leak tested successfully. The patient was recovering well within 48 hours of the procedure. On the eight-day post-operation, the patient was treated for incision rupture and pain. Subsequent evaluation concluded a probable anastomotic leak. During an open exploratory laparotomy, it was discovered the anastomosis created had failed. The patient had tissue damage as more colon had to be removed, the sigmoid colon was removed. A colostomy was performed, and a temporary colostomy bag was required to establish bowel function. The patient hospitalization was extended as well.